Event description:
Rn set alaris infusion pump to infuse IV fluids at 125ml/hr. 900ml of fluid was infused over two hours. Physician consulted and determined no harm to patient from additional fluid. Pump was removed from service and sent to biomed for evaluation. Biomed found pump to be functional and were unable to replicate problem, stored data in pump brain indicates correct amount was set and infused over the two hour period. The smartsite infusion set used was discarded prior to the issue being reported by nursing staff. Carefusion has been involved in the process and feels the issue may be related to improper installation of the infusion set. The pc unit and pump module have been returned to carefusion for their own testing.